Manufacturer narrative:
The device was returned to olympus for inspection. Based on past investigation results, the complaint was confirmed; the device had broken probe. The most probable cause of the complaint was traced to component failure, expected or random component failure without any design or manufacturing issue due to a degradation problem. Problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic surgical device had a missing broken probe. There was no patient involvement.